Manufacturer narrative:
The pump remains in use supporting the patient. The replaced portion of the external driveline, approximately 7 inches long, was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires revealed a breach to the insulation of the red wire at the nipple housing of the metal connector, as well as damage to the inner conductors. Further analysis revealed that the observed wire damage appeared to be the result of repetitive flexing. The remaining wires in that area were slightly abraded, but were otherwise unremarkable. If the exposed conductors of the red wire made contact with the braided shield while the patient was operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stops that were confirmed through the analysis of the log file that was submitted by the health professional. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s weight was not provided. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 1 month. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient's pump stopped while the patient was in the clinic and connected to the white power cable. The patient had been on battery power since (B)(6) 2015. The alarms only occurred while the patient was connected to the power module patient cable, and could be reproduced when the patient cable was manipulated. The hospital's engineering reported that power module patient cable was okay. The patient remained asymptomatic during the events. On (B)(6) 2015, x-rays revealed a possible area of a compromised driveline near the system controller. The manufacturer sent 2 ungrounded 14 volt power module patient cables to the hospital. On (B)(6) 2015, a portion of the external driveline was replaced.